Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pregnancy with contraceptive device ("first pregnancy resulted in termination (lack of drug effect) /four moths pregnant") and fallopian tube perforation ("essure contraceptive device had moved and metal was piercing her fallopian tube") in a female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("first pregnancy resulted in termination (lack of drug effect)"). The patient had a medical history of parity 3. In 2006, the patient had essure (ess205) inserted. In 2007 she experienced pregnancy with contraceptive device (seriousness criterion medically important). An unknown time later she experienced fallopian tube perforation (seriousness criterion medically important), psychological trauma ("traumatised"), malaise ("feeling unwell") and pelvic pain ("pelvic pain"). At the time of the report, the outcomes for pregnancy with contraceptive device, psychological trauma and pelvic pain were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first and second trimesters. The pregnancy outcome was reported as elective abortion. The reporter considered fallopian tube perforation, malaise, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure (ess205) administration. The reporter commented: other pregnancies with essure cases:(B)(4) (second) and(B)(4)(third). Diagnostic results (normal ranges are provided in parenthesis if available): after pregnancy termination, the consumer¿s physician ran tests on the essure, which indicated that it was properly fitted and operating as it was designed. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: event fallopian tube perforation added. Also this case found to be duplicate of case. (B)(4) therefore all source documents , references, reporters , events & all relevant information has been transferred to this case. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.